Manufacturer narrative:
The device was manufactured from february 5, 2020 ¿ february 6, 2020. The actual device was received for evaluation. A visual inspection on the returned unit via the naked eye noted the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality and the result revealed no signs of abnormality on the bladder that may have led to the rupture. The reported condition was verified. The cause of the condition could not be determined, however, the most probable cause was noted to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling at the hospital. The set was being filled with 50cc of fluorouracil (non-baxter product). There was no patient involvement. No additional information is available.